Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/06/2024. Additional, corrected and/or changed data: d.6a.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed broken device assessed as surgical damage. As per the investigation procedure crease, wear abrasion , particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h4, h6.